Event description:
As per the registry, this female patient had three cypher stents implanted in the mid-lad. Five months later, the pt presented with an mi. Repeat angiography revealed a stent thrombosis in the three previously placed cypher stents (3 products). This was treated with re-ptca. The index procedure was an elective procedure with the primary indication being stable angina. The target lesion was the mid- left anterior descending (lad) artery, which is a native vessel and 2.5 mm in diameter.

Event description:
The product was not available for analysis. A review of the manufacturing route sheets confirmed that this product met quality requirements for product acceptance.

Manufacturer narrative:
This patient with a history of prior CABG, prior mi, htn, high cholesterol, pvd, and cerebral vascular disease had cypher stent implantation. These are pre-morbid conditions which increase the risk for a mace. The lesion located in the mid-lad was de novo. The lesion was pre-dilated. A cypher stent 2.5mm x 23mm was deployed. Following deployment, a dissection proximal to the lesion was noted. The dissection was reported to be related to trauma from the gc. This dissection was treated with two additional cypher stents. A cypher stent 2.5mm x 13 mm and a cypher stent 2.5mm x 8mm was deployed by direct stenting. The safety and effectiveness of direct stenting has not been established for the cypher stent. Approximately 5 months later, angiography revealed a thrombosis within the three, cypher stents placed in the mid-lad. This was treated with balloon angioplasty. Based on the information provided, no conclusion can be drawn for the description. Conclusion: there are patient and procedural factors that may have contributed to the event of thrombosis. This is one of three repots submitted for the same event. Please refer MFR report#'s: 3003742446-2006-00073, -00074, and -00075.